Event description:
It was reported the lead was capped due to thresholds of 2.5 - 3 volts. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.